Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic fistula due to failure of the mesh, infected mesh and, erosion of mesh into the bowel, contraction of the mesh and balled up mesh. Post-operative patient treatment included small bowel resection and removal surgery.